Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.

Event description:
Provider states motor clicking, going backwards and rolling back on ramp.